Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00351.

Event description:
It was reported that, "patient was complaining of pain and swelling. Dr scheduled for exploration and possible revision. Upon exploration, surgeon felt the insert was worn and upon further exploration, the femoral component was loose. Surgeon opted to remove insert & femur and replace with new insert & femur."